Event description:
Complainant alleged that while defibrillating a patient, the device was set to charge at 360 joules; however, the device discharged at 290 joules. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.